Event description:
It was reported that this right atrial (ra) lead was part of a system explant procedure due to impedance issues related to the right ventricular (rv) defibrillation lead. The physician planned to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system following this system explant. Available information indicates that this ra lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. During explant of this ra lead, the lead broke while being explanted and the patient suffered a perforation, tamponade and effusion. It was noted that a portion of the lead was explanted and a portion remained in the upper vasculature. A pericardiocentesis was then completed. Following the pericardiocentesis, the patient was stabilized, and the physician proceeded to explant the rest of the ra lead. It was unknown if the explant of the remaining portion of the ra lead was successful. The patient was then transferred to the cardiac intensive care unit for recovery prior to implant of an s-ICD system. No additional adverse patient effects were reported. The explanted portion of this ra lead was discarded and will not be returned. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that additional surgical intervention was undertaken several days later. The remaining portion of this ra lead was explanted. The final explanted portion of this lead was discarded and will not be returned. The patient then underwent successful implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system the following day. No additional adverse patient effects were reported.